Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that: "vascular surgeon inserted the catheter into patient on completion of procedure, flushing the pigtails at the hub he realizes the catheter/hub assembly is leaking. Catheter was removed. He inserted another catheter which worked perfectly well."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information noted that the reported issue was resolved by using a new catheter. The initial catheter was flushed prior to use. There was no reported damage to the catheter or green compression sleeve. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: "vascular surgeon inserted the catheter into patient on completion of procedure, flushing the pigtails at the hub he realizes the catheter/hub assembly is leaking. Catheter was removed. He inserted another catheter which worked perfectly well."